Event description:
The customer complained of a popping sound and a system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsie investigation. The candilesticks were evaluated and regreased. A complete filament callibration was performed.